Event description:
While attempting to remove right femoral arterial line, after blood return guide wire advanced into artery and then catheter advanced over guidewire, the arterial guide wire became unraveled. X-rays and ultrasound revealed wire was still in pt. With effort, guide wire was completely pulled out of the pt.